Manufacturer narrative:
Two visu-loc appliers were returned, decontaminated, and investigated. A visual inspection on the returned devices found no external visual material or assembly defects. The returned devices were disassembled and all components were inspected under 10x magnification. The fist device jaws closed properly when the trigger was pulled, however, no clips would advance into position. The first clip was observed to be in its proper location to enter the jaws and would not advance into the jaws. A closer inspection of the magazine revealed twelve clips, indicating that the failure happened after dispensing eight clips. The clips appeared to be positioned into the magazine correctly and moved on the magazine rail properly. The clip pusher that advances the clips shows wear on the driving prongs. The second device, a clip was stuck in the jaws as it was starting to open over the jaw ramps. The jaws closed properly when the trigger was pulled, but no clips would advance into position. A closer inspection of the magazine revealed six clips, indicating that the failure happened after dispensing fourteen clips. The clips appeared to be positioned into the magazine correctly and all moved on the magazine rail properly. The clip pusher that advances the clips shows wear on the driving prongs. Functional testing could not be performed on the returned devices. No issues were found with the device history record. A root cause could not be determined as to why the clip applier failed to advance clips and jammed.

Event description:
During a lap chole procedure, two different clip appliers misfired and jammed while clamping an artery. There was just a bit of bleeding, no lasting damage, and the surgeon was able to get it under control. The surgery was lengthened, however, no more than thirty minutes.